Manufacturer narrative:
Device not returned. Unfortunately, the device is unavailable for evaluation. The device history record (DHR) review was completed and there was no nonconformance found related to this event.

Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the device was explanted after an implant duration of approximately 4 years and 11 months. On 10/27/2010, through follow-up with the health-care provider, additional information was received. It was learned that the device was explanted due to aortic stenosis and endocarditis. Source of endocarditis: group b strep. Aortic insufficiency was also noted. No other details were provided.

Manufacturer narrative:
Additional manufacturer narrative: through follow-up with the health-care provider, a copy of the operative report was received. According to the operative report, the patient had an aortic valve replacement in 2005 and did well until 2008 when she had a bacterial infection and again in 2009, she had a separate bacterial infection and since has had prosthetic valve insufficiency. This progressed. She had congestive heart failure and both prosthetic ai, as. Upon examining the valve, there were severe adhesions along the right atrium and portion of the pericardial was left intact to the right atrium. The valve itself was severely destroyed. The valve was well seated. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility.